Event description:
It was reported that during a gyn procedure, the device would not activate. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code was noted; it activated properly. However, the hand piece no longer meets the design specifications for continuity. The hand piece was disassembled and a torn acoustic isolator was found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.